Event description:
It was reported that patient underwent total knee arthroplasty (B)(6), 2012 utilizing signature guides. The surgeon drilled the holes to place the guides and noticed the external rotation was increased. He then decided to complete the procedure with traditional instrumentation and had to drill another set of holes to complete the procedure.

Manufacturer narrative:
Review of surgical planning and guide design has determined that poor segmentation in the anterior/medial cortex region could have led to the external rotation noted by the surgeon at the time of the surgery. The supplier has initiated preventive and corrective action in response to this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Implant/explant date - n/a. Evaluation of suppliers planning and procedures is in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.